Event description:
It was reported that a removal of a sesmoid ulcer and first metatarsal took place in 2001. Pathology of the sesmoid and bone were negative. At three weeks post op, the pt experienced a dehiscence of the wound. A piece of vicryl was noted to have spit from the wound. As time passed the foot became edematous and the pt was started on antibiotics. The foot became clinically worse with symptoms of cellulitis developing. Pt was hospitalized and given IV antibiotics. Cultures were positive for anaerococcus. Osteomyelitis subsequently developed and the decision was made to amputate the halux and left base of first metatarsal. Pt scheduled for discharge to home later in 2001. Physician believes that the most likely cause of the dehiscence was a foreign body reaction to the vicryl which resulted in spitting of the suture. The dehiscence resulted in exposure to pathogens and subsequent infectious process.